Event description:
It was reported that the shock impedance was less than twenty ohms and when the physician did the dft (defibrillation threshold) test the device went into por (power on reset) at the time of shock delivery and wireless is no longer available. It was also noted that the short circuit protection works but the consequence of the short will cause ground bounding that triggers a por. There is also concern that the recovered delivery circuits may have degraded. Therefore the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Firmware generated power on reset on (B)(6) 2011 caused loss of telemetry c. Performance data collected was analyzed and revealed that there was a power on reset (por) during charging (tachy). The por for firmware was initiated with a no reason code on (B)(6)-2011. A vfrx1 defib, episode 4 was recorded in s2d file (B)(4) on (B)(6)-2011. A patient alert triggered for a device circuit error on (B)(6)-2011.